Event description:
As reported by our affiliates in south korea, this was a case of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During valve deployment, the commander delivery system balloon burst at full inflation. Despite the balloon burst, the valve was well implanted. However, while removing the commander delivery system, the burst balloon got stuck inside the esheath. Therefore, the commander delivery system was unable to be retrieved through the esheath, and the commander and esheath had to be removed together as a unit. When the esheath came out, there was some intima from the access site. The angiography showed a decreased vascular flow. A percutaneous transluminal angioplasty (pta) and peripheral stenting were done, and the flow recovered. The patient was recovering post procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings, investigation conclusions corrected h6- component codes the device was returned for evaluation. The device was visually inspected, and the following was observed: inflation balloon burst longitudinally along working length and radially along proximal shoulder. Stretching of delivery system guidewire lumen. Delamination of esheath liner. Kink on esheath. Liner tear and hdpe damage on esheath opposite of kink. Scratches on esheath tip. Kink on delivery system proximal strain relief, likely due to packaging. Imagery was provided by the field and the following was observed: calcification of the aortic annulus. Tortuosity and calcification in patient vasculature. The complaints for delivery system balloon burst and difficulty or inability to withdraw system through sheath was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Provided 3mensio of the patient showed calcification of the native leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Updated b1, b2, h1, and h6.